Event description:
It was reported that the guide wire was broken during a scaphoid case. Ahcs 3.0 were to be used in a scaphoid fragment. The surgeons carefully inserted the guide wire through the near cortex of the scaphoid, the fragment line, and stopped in the far cortex. However, when the cannulated drill bit was used, the guide wire broke between the near cortex and the fragment line. The surgeon could not extract the broken guide wire and finished the case by positioning another hcs 3.0 next to the broken guide wire. The broken fragment remains in the patient.

Manufacturer narrative:
Device used for treatment and not diagnosis.

Manufacturer narrative:
This device is used for treatment, not diagnosis. The investigation found that the front part was sheared off. The remaining shaft shows fretting marks. The microscopic investigation shows that the wire was eroded into a cone end till it was too weak and sheared off. The manner of damage points to the fact that the guide wire was bent too much during drilling or extensive lateral stress was applied.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Review of the manufacturing records has been requested.